Manufacturer narrative:
The device was evaluated and confirmed the reported behavior of the tool. Initially when connected the tool will have green status and have a signal reading of .5 but within 3 seconds, the tool goes to a fault state due to srom error. All coils are still active but srom fault prevents further navigation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that the site had difficulty verifying and tracking an instrument tracker. Once it was successfully verified, it did not remain trackable. Damage to the tracker itself was alleged. This occurred during a procedure, causing a significant delay. It was necessary to abort the use of navigation due to this malfunction. No further information as to how this damage occurred is available. There has been no report of negative patient impact due to this malfunction.